Manufacturer narrative:
The device will be returned to MFR for eval. It has not arrived until (B)(4) 2014.

Event description:
When the (B)(4) package was opened, the powder packet inside seal was already opened - the powder leaked out. Rep opened new product and completed case without incident and without delay in surgery.